Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during implant procedure for impella cp, a purge pressure high alarm occurred. There were no kinks or blockages noted. The purge cassette was exchanged but the issue did not resolve. Therefore, the pump was also exchanged as the patient needed immediate support. There was no reported patient harm.

Manufacturer narrative:
The impella device was received from the customer on 31-may-2024 and therefore, an evaluation of the device is under way. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
Pump was returned for evaluation. Upon visual inspection, biomaterial was present in the purge gap. High purge pressure reproduction testing was performed and high purge pressure did reproduce and no blood ingress was noted in purge line. Pump catheter was cut right before motor housing and high purge pressure resolved. Pump teardown was performed and no biomaterial was present inside the motor or on the bearing. Biomaterial was found inside the purge gap. Data logs were reviewed and soon after the pump was turned on, a motor current spike was noted and purge pressure began to rise over a period of 10 minutes before "high purge pressure" alarm was triggered. The root cause of the high purge pressure was due to biomaterial present in the purge gap. D4 model number. F6/f8-should have been left blank in the initial report. G1 manufacturing site name and address.